Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on historical data, past complaint records have shown the reported event may have likely been due to subcutaneous deployment, larger puncture sizes than indicated, or obstruction of the tip of the device as possible causes. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that an angio-seal device was attempted to be used after a percutaneous coronary intervention (pci), however, shuttling occurred. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage to the patient. There were no other devices or equipment used with the reported device.